Manufacturer narrative:
The reported event of noise was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was isolated to external insulation abrasion, consistent with friction to the device can.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.